Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced four infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14137. The initial MDR with manufacturing report number (3003442380-2025-14137), was submitted on 24-sep-2025. Upon completion of the investigation, the manufacturing date was updated as 22-apr-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013301, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013301 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac m14 on 22-apr-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5e00668 was manufactured according to the (wi) version 68 and manufactured in the machine sc05-sc06, on 19-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5e01957 was manufactured according to the (wi) version 68 and manufactured in the machine sc05-sc06, on 22-may-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.